Event description:
The customer stated that she got a reading of 89mg/dl on her meter and a few seconds later, got a 126mg/dl from the same blood sample. The customer has two contour meters, and stated one of them caused her to take medication and have low blood sugar when it was actually high. She got a result of 407mg/dl and took 2 1/2 units of insulin. Two hours later her sugar was 55mg/dl. She drank some juice, had some protein, and got a result of 500mg/dl. The customer did not think her sugar was low in the first place. The customer stated she did not have time to troubleshoot and did not want a new meter sent to her. The customer did say that she would send the meter and strips back.